Event description:
It was reported that a pt was down for approx 5-10 minutes before getting discovered by a family member. CPR was not in progress when police officers arrived with an AED 10-15 minutes later and connected the device to pt. It was reported that the device kept on alarming "connect electrodes" and responders disconnected and reconnected the therapy cable with no avail. Responders retrieved another AED from the car within one-two minutes and connected it to pt with different electrodes. The second device shocked the pt and advised initiation of CPR. By that time, ems crew arrived and continued pt care. The pt was not revived.

Manufacturer narrative:
(B) (4): physio control continues to investigate the reported event.